Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant, reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 02 alarm (low flow) occurred during use of an arctic sun device. Flow rate on monitor was 1/m. Per review of wo on 23nov2023, device was used on patient and no impact to the patient. Per follow up information received via email on 24nov2023, the evaluation confirmation was pending. Case completed on another device. No impact to the patient(s) due to use of these devices.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty flow meter. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the 02 alarm (low flow) occurred during use of an arctic sun device. Flow rate on monitor was 1/m. Per review of wo on (B)(6) 2023, device was used on patient and no impact to the patient. Per follow up information received via email on (B)(6) 2023, the evaluation confirmation was pending. Case completed on another device. No impact to the patient(s) due to use of these devices.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the 02 alarm (low flow) occurred during use of an arctic sun device. Flow rate on monitor was 1/m. Per review of wo on 23nov2023, device was used on patient and no impact to the patient. Per follow up information received via email on 24nov2023, the evaluation confirmation was pending. Case completed on another device. No impact to the patient(s) due to use of these devices.